Manufacturer narrative:
(B)(6). (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified quantity of clearlink system continu-flo solution sets had an air bubble issue. This was identified when priming the sets; further described as ¿nurses would prime a new set of tubing whenever they see a large amount of bubble in the tubing set¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.